Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced very high intraocular pressure and corneal edema. Additional medications were used to lower the pressure. Additional information received reports the patient presented with preoperative mild corneal gutatta without corneal edema. Endothelial cell counting was not performed. At approximately two months postoperatively, the patient complained of blurry vision and ocular discomfort. The patient's cornea was swollen. Topical steroids and glaucoma medications were used for treatment. With the treatment the symptoms have resolved. The patient is off all medications and is doing well.

Manufacturer narrative:
No sample has been returned for evaluation for the report of blurry vision, ocular discomfort, and swollen cornea; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative worsening in visual field loss and corneal edema are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).